Manufacturer narrative:
PMA/510(k)#: p100022 and s001 the ziv6-35-125-6.0-120-ptx of lot number c781684 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: ¿findings: angiography from stent implantation and from the first restenosis angioplasty is provided. Angiography from the second restenosis angioplasty is provided. The zilver ptx stent was implanted (B)(6) 2013 in the left distal sfa after angioplasty improved but did not resolve two moderate to severe distal sfa stenosis¿ post stenting the stenosis were completely resolved with a 5mm minimum stent diameter. Outflow was significantly improved. Near occlusive stenosis of the tibial peroneal trunk (tpt) and the proximal posterior tibial artery (pt) and proximal peroneal artery (pa) occlusion were resolved. Distally runoff was continuous to the foot except for the anterior tibial artery which was completely occluded until the ankle. On, (B)(6) 2014, two recurrent 55 and 50% mid stent stenosis were improved to 12.5 and 25% residual stenosis respectively. The calf runoff was significantly impaired since the prior intervention. Moderate recurrent stenosis developed in the tpt and the proximal pt with the focal severe pt origin stenosis superimposed. The proximal peroneal artery re-occluded. The distal pt had developed a new severe stenosis. The second re-intervention demonstrated mild recurrent in stent stenosis in the proximal stent, mild to moderate recurrent in-stent stenosis in the mid stent, and no restenosis in the distal stent. Using a stent diameter of 5mm as the best fit arbitrary internal calibration reference, the proximal stent narrowed from 3.4 to 3.0mm and the mid stent from 4.0 to 3.0mm. These stenoses at second re-intervention had recurred significantly less than at the first re-intervention where the stenoses were 1.9mm and 1.8mm respectively. The most significant change at the second re-intervention was recurrence of the runoff lesions. The tpt stenosis was near occlusive, worse than at the first re-intervention. The pa occlusion had recurred after prior recanalization. The proximal pta was newly moderately stenotic. The in-stent stenosis was relieved with angioplasty. The runoff was restored with angioplasty. Impression: moderate in-stent stenosis consistent with neointimal hyperplasia developed in the mid stent at almost 18 months. Recurrent severely diseased outflow increased the probability of in-stent stenosis but also made aggressive treatment of the moderate in-stent stenosis imperative. At two years, the recurrent in-stent stenosis was mild. The recurrent runoff stenoses and occlusion were the significant lesions and responsible for the worsening claudication and ulcer recurrence. In the absence of the recurrent runoff disease, the second in-stent restenosis at 2 years would have been insignificant. However, to maximise calf inflow, it was again imperative to re-angioplasty the stent. Significant findings relative to the patient¿s anatomy were observed. The limited outflow increased the likelihood of in-stent stenosis. Significant findings relative to the disease state were observed. The primary cause of recurrent symptoms was severe recurrent calf runoff stenosis and occlusion. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. The stent developed recurrent in-stent stenosis. No stent defects or fractures were observed¿ the customer complaint can be confirmed as imaging revealed in-stent stenosis. Impression number 8, regarding device design and performance was queried and the following response was received ¿¿ in-stent stenosis is a failure of device performance or design barring other anatomic or hemodynamic issues. This does not mean the stent was defective¿¿. It can be noted that restenosis is a potential adverse effect associated with the placement of this device. In addition, according to complaint information provided, worsened claudication was observed on the patient. It can be noted that worsened claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to, or amplifies, the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. According to the imaging review moderate in-stent stenosis consistent with neointimal hyperplasia developed in the mid stent at 18 months. Recurrent severely diseased outflow increased the probability of in-stent stenosis and also made aggressive treatment of the moderate in-stent stenosis imperative. Based on the above, the most likely cause of restenosis was the patient¿s conditions; however a definitive cause of this event cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta was performed against the restenosis and the patient's condition improved. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of additional images relating to this event. On (B)(6) 2013, one ptx stent was placed in the left sfa of a (B)(6) female patient. On (B)(6) 2014, restenosis in the lesion where stent was placed was confirmed. Worsened claudication and ulcer were observed on the patient. On (B)(6) 2014, pta was performed against the restenosis and the condition of the patient improved (this incident is reported under MDR reference # 3001845648-2015-00102). In (B)(6) 2014 (exact date unknown), restenosis in the lesion where stent was placed was confirmed. Worsened claudication and ulcer were observed on the patient. On (B)(6) 2014, pta was performed against the restenosis and the condition of the patient improved (this incident is reported under MDR reference # 3001845648-2015-00103). No further adverse effects to the patient have been reported.

Event description:
On (B)(6) 2013, one ptx stent was placed in the left sfa of a (B)(6) female patient. On (B)(6) 2014, restenosis in the lesion where stent was placed was confirmed. Worsened claudication and ulcer were observed on the patient. On (B)(6) 2014, pta was performed against the restenosis and the condition of the patient improved (this incident is reported under MDR reference #3001845648-2015-00102). In (B)(6) 2014 (exact date unknown), restenosis in the lesion where stent was placed was confirmed. Worsened claudication and ulcer were observed on the patient. On (B)(6) 2014, pta was performed against the restenosis and the condition of the patient improved (this incident is reported under MDR reference #3001845648-2015-00103). No further adverse effects to the patient have been reported.

Manufacturer narrative:
PMA/510(k)#: p100022 and s001. This complaint is related to 1 x ziv6-35-125-6.0-120-ptx device of lot number c781684. The ziv6-35-125-6.0-120-ptx of lot number c781684 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation. These were reviewed through med institute and the following comments were provided by the independent reviewer: findings: angiography from stent implantation and from the first restenosis angioplasty is provided. Angiography from the second restenosis angioplasty is not provided. The zilver ptx stent was implanted (B)(6) 2013 in the left distal sfa after angioplasty improved but did not resolve two moderate to severe distal sfa stenosis. A 55% maximal diameter stenosis (2.7/6mm) in the mid superficial femoral artery (sfa) was improved to 32% residual stenosis. A 63% maximal diameter stenosis (2.2/6mm) 8cm more distal at the adductor canal was improved to 35% residual stenosis. The segment was diffusely moderately calcified. Post stenting the stenosis were completely resolved with a 5mm minimum stent diameter. Outflow was significantly improved. Near occlusive stenosis of the tibial peroneal trunk (tpt) and the proximal posterior tibial artery (pt) and proximal peroneal occlusion were resolved. Distally runoff was continuous to the foot except for the anterior tibial artery which was completely occluded until the ankle. On, (B)(6) 2014, two recurrent 55 and 50% mid stent stenosis were improved to 12.5 and 25% residual stenosis respectively. The calf runoff was significantly impaired since the prior intervention. Moderate recurrent stenosis developed in the tpt and proximal pt with a focal severe pt origin stenosis superimposed. The proximal peroneal artery re-occluded. The distal pt had developed a new severe stenosis. Impression: moderate in-stent stenosis consistent with neointimal hyperplasia developed in the mid stent at almost 18 months. Recurrent severely diseased outflow increased the probability of in-stent stenosis but also made aggressive treatment of the moderate in-stent stenosis imperative. No imaging from the second event was provided however it was likely similar to the first as the calf vessel disease return was highly probable. Based on the images provided, the customer complaint was confirmed as follow up imaging revealed restenosis. According to independent reviewer "recurrent severely diseased outflow increased the probability of in-stent stenosis''. According to complaint information provided, worsened claudication was observed on the patient. It can be noted that worsened claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. It may be noted that worsened claudication and restenosis of the stented artery are known potential adverse events associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta was performed against the restenosis and the patient's condition improved. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. On (B)(6) 2013, one ptx stent was placed in the left sfa of a (B)(6) female patient. On (B)(6) 2014, restenosis in the lesion where stent was placed was confirmed. Worsened claudication and ulcer were observed on the patient. On (B)(6) 2014, pta was performed against the restenosis and the condition of the patient improved (this incident is reported under MDR reference # 3001845648-2015-00102). In (B)(6) 2014 (exact date unknown), restenosis in the lesion where stent was placed was confirmed. Worsened claudication and ulcer were observed on the patient. On (B)(6) 2014, pta was performed against the restenosis and the condition of the patient improved (this incident is reported under MDR reference # 3001845648-2015-00103). No further adverse effects to the patient have been reported.

Manufacturer narrative:
(B)(4) . This investigation addresses the restenosis event confirmed on the (B)(6) 2014, involving ziv6-35-125-6.0-120-ptx device of lot number c781684. The ziv6-35-125-6.0-120-ptx of lot number c781684 was implanted in the patient and therefore is not available for evaluation. With the information provided a document based investigation was carried out. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to complaint information provided, worsened claudication was observed on the patient. It can be noted that worsened claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. It may be noted that worsened claudication and restenosis of the stented artery are known potential adverse events associated with placement of this device. As no imaging was available to support the complaint investigation, the complaint is confirmed based on customer testimony. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to information provided, pta was performed against the restenosis and the patient's condition improved. No further adverse effects to the patient have been reported. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.